Manufacturer narrative:
(B)(4). A followup report will be submitted once the investigation is completed.

Event description:
The customer reported that the device failed the system/battery backup test. There was no patient involvement.